Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified base not responding. During functional testing was unable to duplicate the base not responding at power up all the function tests were performed, and no problem was found. Base not responding is an advisory alarm caused by user powering the device off within 5 seconds after powering the device on (non-issue). The root cause of the issue was related to user interface. No action is required to correct. Performed preventative maintenance and all functional testing.

Event description:
It was reported, that the pump exhibited plunger sensor issues. No patient injury was reported.